Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Unable to determine the cause of the customer's report of a leak at the filter to tubing engagement. The customer stated the set has been discarded and is not available for failure investigation.

Event description:
Customer reported chemo leaked from the filter-to-tubing engagement. No patient or staff harm reported. There was no report of patient or staff harm and medical intervention was not required. No further patient/event information is available.